Manufacturer narrative:
This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), h1 (type of reportable event), and h6 (impact codes).

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) recently received a single inappropriate shock while mowing their lawn. Boston scientific technical services (ts) was contacted for review, and it was discussed that there was a clear morphological change with elevated rates for longer than ten minutes, as well as double counting, which ultimately resulted in the therapy delivery. It was hypothesized that the extremely hot and humid weather, combined with a recent medication change and the strenuous activity, were the likely cause of the event. Regardless, the patient will be evaluated in-clinic and a magnetic resonance imaging (MRI) scan will take place. Ts also provided potential programming recommendations. Recently, the patient received an additional inappropriate shock due to a similar morphological change. Ts was contacted again and recommended exercise stress testing to evaluate the patient's rhythm at elevated rates. At this time, this s-ICD remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) recently received a single inappropriate shock while mowing their lawn. Boston scientific technical services (ts) was contacted for review, and it was discussed that there was a clear morphological change with elevated rates for longer than ten minutes, as well as double counting, which ultimately resulted in the therapy delivery. It was hypothesized that the extremely hot and humid weather, combined with a recent medication change and the strenuous activity, were the likely cause of the event. Regardless, the patient will be evaluated in-clinic and a magnetic resonance imaging (MRI) scan will take place. Ts also provided potential programming recommendations. At this time, this s-ICD remains implanted and in-service. No additional adverse patient effects were reported.